Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt expired with the cause of death being "intracranial hemmorhage." There was no autopsy performed and the pump was not explanted.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.